Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not know or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparotomy for hartmans procedure: "during procedure (open, not laparoscopic) a circular clear plastic object was discovered attached to the pt's omentum. This was removed and the procedure continued. This item identified by the staff in their opinion to be part of the trocar." Pt status: ok. Type of intervention: removal of the object which took place during the above procedure.